Event description:
Bushing c-clip fell off causing the bushing to come off the leg pivot section, this caused the bed to collapse.

Manufacturer narrative:
Upon inspection of the bed frame our technician found that the bed had a broken and bent leg bushing and the bushing post was missing. This bed frame was scrapped on (B)(4) 2013 and no further eval could be done. Primus medical reviewed all manuals to ensure that they specifically call out to verify all fasteners are tight and to inspect for wear or damage. These are to be replaced or tightened as necessary.